Manufacturer narrative:
At this time, the product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The device has been disposed of; however, if the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor compared to a competitor's brand meter. As a result, the customer lost consciousness and was treated with jelly provided by the customer's wife. No further information provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.